Event description:
It was reported that while the patient was at a restaurant with the device on, he went into "shock", experienced shaking of his arms and legs, and had trouble breathing. The patient turned off the device upon leaving the restaurant, and the symptoms subsided within about 15 minutes. The patient reported this type of event had not occurred previously, but had some discomfort at lead site in groin area for "some time". No further outcome was reported. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.